Manufacturer narrative:
Concomitant medical products: item# unknown, lot# unknown, revitan distal stem hip implant. Item# unknown, lot# unknown, revitan proximal stem hip implant. Premarket identification: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. Device evaluated by manufacturer: the device will not be returned for analysis as the revision has not yet be performed; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced implant breakage approximately 14 years post implantation. A revision surgery has been planned. Attempts to obtain additional information have been made; however, no further information has been provided at this time.

Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Trend analysis: analysis could not be performed as no item number is available. Event summary: it was reported that patient was revised due to implant fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. Conclusion summary: it was reported that patient was implanted with revitan stem on (B)(6) 2005 and revised on (B)(6) 2019. The in vivo time of the device is 14 years 1 month. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with an unknown revitan distal stem. Subsequently the patient underwent revision surgery due to implant fracture.